Manufacturer narrative:
At this time, the product has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this right atrial (ra) lead displayed high impedance measurements and high thresholds. A revision procedure was performed; it was noted that the physician suspected that the lead was fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.